Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the interstim removed about 2 years ago but they couldn¿t get part of the wire out.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va1lll2; implanted: (B)(6) 2018; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 06-nov-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1lll2 serial# implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of part of the wire not coming out was determined. It was reported that the tined portion of the lead could not be removed. S3 fragment imbedded. There was no plan for additional actions to be taken to resolve the issue.